Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regs0658 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported by the customer that guidewire tip broke off. "What are the details of the incident?": PICC line wire inserted through needle once needle was in the vein. Wire had difficulty advancing. As guidewire was being retracted through the skin, tip broke off and was left inside the patients arm. The broken piece was removed operatively. Found not to be intra-vascular, no reported complications post-op. Date of incident: (B)(6) 2022. "What was the type of incident/problem?" Failure (i.e. While preparing for, in use, after use). "What was the level of harm?" : harm or clinically serious adverse event. "Did this problem/incident result in unexpected or prolonged care?" : yes "what is the frequency of this problem?" : first time. "Was this an invasive procedure?" : yes. "What procedure?" : PICC line insertion with removal of retained piece.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed. One 0.018 in. X 135 cm nitinol guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The core wire of the guidewire was observed to be broken and the core wire unraveled. The distal tip of the guidewire was found to be missing and was not returned. A microscopic observation revealed the break site of the core wire was tapered with a mostly flat and granular fracture surface. The break site in the coiled wire was observed to be flat and angular with a mostly smooth fracture surface. The characteristics observed on the returned guidewire are indicative of a tensile failure caused by excessive pulling forces on the guidewire. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. As a note, normal movement of the guidewire is away from the sharpened bevel of the introducer needle and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer that on (B)(6) 2022 guidewire tip broke off. PICC line wire inserted through needle once needle was in the vein. Wire had difficulty advancing. As guidewire was being retracted through the skin, tip broke off and was left inside the patients arm. The broken piece was removed operatively. Found not to be intra-vascular, no reported complications post-op. Harm or clinically serious adverse event and resulted in prolonged care. Invasive procedure.